Manufacturer narrative:
No patient involvement revealed by customer as event occurred during testing.

Manufacturer narrative:
The device was returned for evaluation. The examination of the device showed damage in multiple areas including the battery holder, front panel, gauge bezel and oxygen indicator. The damage was determined consistent with damage during use.

Event description:
It was reported the device's oxygen indicator was broken and the device had debris inside the alarm assembly causing noise. No adverse effects to patient reported.